Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 442mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The time and date were correct, but he was unsure if the basal rates are correct. Assisted the caller to run a manual prime and the insulin did exit. Performed the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.